Manufacturer narrative:
(B)(4). To date, the incident sample has not been returned to covidien for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient received a 1st degree burn at the grounding pad site.

Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: 06/20/2016. Date of follow-up report: 07/26/2016. The incident e7507 grounding pad was not returned to covidien for evaluation. However, the concomitant forcefx8cs generator was returned and evaluated. The generator was found to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.